Event description:
The customer reported that the system remote user interface joystick would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.